Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this female patient complained of a headache prior to losing consciousness while sitting in a chair. She was admitted and underwent an embolization, was intubated, and given IV fluid boluses and vasoactive drugs for blood pressure support. A head CT scan was performed; the results were not reported. It was reported that the patient expired in the hospital. The hvad pump ((B)(4)) was not explanted post-mortem and was not returned to the manufacturer for evaluation. Death and bleeding are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported in the united states on (B)(6) 2014 that a female patient complained of a headache prior to losing consciousness while sitting in a chair. The patient was hospitalized and underwent an embolization procedure in interventional radiology (ir). Following the procedure, the patient was intubated and required intravenous (IV) fluid and IV vasoactive medications due to low blood pressure. Anticoagulation medications were held due to significant bleeding prior to the procedure yet restarted later on (B)(6) 2014. An emergent head computed tomography (CT) was performed, however, the results were not provided. It was reported that the patient expired on (B)(6) 2014. The pump remained implanted post-mortem and was not returned to the manufacturer for evaluation.